Manufacturer narrative:
To date, the incident sample has not been received for evaluation. If the sample is received, or if additional information pertinent to the incident is obtained, a follow-up report will be submitted. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, after use, a nurse was counting the products and found that 6 needles were there which was one more than the expected. The status of the patient: no problem.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. The visual inspection of the samples noted six needles and two sutures in a retainer. The two sutures were each attached to a needle. Unfortunately, because no sealed samples were returned, pmv could not confirm that there was an incorrect quantity of needles out of packaging. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Analysis concluded there were no assembly component related failures. Unfortunately, because no sealed samples were returned, pmv could not confirm that there was an incorrect quantity of needles out of packaging. Should new information become available, the file will be re-opened and the investigation summary amended as appropriate. If information is provided in the future, a supplemental report will be issued.